Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) needed to be repositioned. A revision surgery was performed, during which fluid coming out from around the urethra was noted. Cystoscopy was performed and indicated that the cuff had eroded around the urethra. The device was explanted. No additional patient complications were reported.